Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) contacted the customer to confirm whether the room was vacant and to verify the reported keyboard issue. The customer later called back and confirmed that the keyboard was functioning properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es customer reported that all keys on the pyxis anesthesia system es keyboard were unresponsive, with the issue occurring when staff attempted to log in to the station. Customer tried to reboot but issue did not resolve however, there were no delays or adverse events or injuries reported based on this event.